Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from our distributor regarding the reported incident. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via our distributor that four rt210 adult breathing circuits were disconnected from the airlife trach collars during use on four different patients. They further reported that the patients had oxygen desaturations that were quickly identified and remedied. Upon replacing the airlife trach collars the healthcare facility reported that the connection was tighter with the new trach collars and no further issues were noted.

Event description:
A healthcare facility in (B)(6) reported via our distributor that four rt210 adult breathing circuits were disconnected from the airlife trach collars during use on four different patients. They further reported that the patients had oxygen desaturations that were quickly identified and remedied. Upon replacing the airlife trach collars the healthcare facility reported that the connection was tighter with the new trach collars and no further issues were noted.

Manufacturer narrative:
(B)(4). Method: the complaint rt210 adult breathing circuits were not returned to fisher & paykel healthcare in (B)(4) for evaluation. The circuits were destroyed by the hospital before we could request them for evaluation. Our investigation is based on the information provided by the hospital, the investigation results of the airlife trach collar provided by carefusion and our knowledge of the rt210 breathing circuit. Results: the investigation results provided by carefusion revealed that two airlife trach masks were returned for investigation. The dimensions of the connectors on the returned airlife trach masks were out of specification. The hospital reported that once a new airlife trach collar was used the connection was tighter. A lot check could not be performed as a lot number was not provided. Conclusion: the breathing circuit connectors on the rt210 adult breathing circuit are designed to comply with the iso5356 standard to allow for interconnectivity. All breathing circuits are pressure tested and visually inspected prior to being released for distribution. Any circuits that fail are rejected. The reported loose connection was most likely caused by the airlife trach masks that were out of specification. The user instructions that are accompanied by the rt210 adult breathing circuit state the following: "check all connections are tight before use;" "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient;" "set appropriate ventilator alarms."